Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Explanting physician later reported "rupture and capsular contracture baker grade ii." The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, fever, and chills.

Event description:
Patient reported left side rupture and "very bad health condition such as chills and fever". Device remains implanted.

Event description:
Patient reported left side side rupture, "affected by the recall¿, ¿exclusion of alcl¿, and ¿chills and fever." Healthcare professional later reported rupture and capsular contracture, baker grade ii. The device has been explanted.